Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the reported event could not be determined. Cracks were found on the upper housing. While the damage was found, it did not affect the pod¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels rose from 350 mg/dl to over 400 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother stated that after delivering a bolus, it was realized the cannula had dislodged from the infusion site (abdomen). As treatment, a new pod was applied after the event.